Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using humalog u-200 brand insulin, tandem technical support educated the customer this is off label insulin use. Occlusion was caused by a blocked cartridge. On going trouble shooting resulted in the pump being replaced. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.